Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the healthcare provider (hcp) noticed damage to the ins or the ¿cord¿ at explant on (B)(6) 2018. The patient wasn¿t sure of the exact details. No further complications were reported.